Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: cf-q150l/I operation manual chapter 3 preparation and inspection. Cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. Reduced angulation was observed . In addition, the evaluation found the following : adhesive on the distal end rubber is detached, the image guide protector has a cut, the suction connector has a stain, the universal cord has a scratch, the light guide cover glass has corrosion, the image has black dots due to damage to the charged coupled device, the distal end cover has a dent, the specified resolving power is not obtained, the switch 1 has a cut, due to deformation of the electrical connector water tightness is lost, due to the wear of the angle wire the play of the up down knob is out of standard value, the scope connector cover has a scratch, due to clogging of the nozzle water removal ability does not meet standard values, the connecting tube has a wrinkle, the control unit has a scratch, the forceps channel port has a dent, the suction cylinder is shaved, the electrical connector has corrosion, due to wear on the angle wire up direction does not meet standard values, the control section has stains, the suction cover has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had low angulation in all directions and the insertion tube is not working. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the adhesive around the objective lens and light guide lens have foreign objects, the distal end rubber is clotting protein, the connecting tube and switch box have foreign objects and the right left and up down knob has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.